Event description:
Customer's friend reported customer received an unspecified error message from her freestyle lite meter. Customer's friend further reported because customer's meter was "not working" and giving her error message, customer discarded her meter and she was not able to test. As a result, customer's friend reported customer experienced symptoms of dizziness and loss of consciousness. There was no report of self-treatment, third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. Customer reported discarding her meter and customer does not have any test strip left; thus, customer will not return any product for investigation. No further investigation is required. Note: the date of manufacture is unknown.